Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delay of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. No additional info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery on the user interface controller (uic). This report represents all the info known by the reporter upon query by hospira personnel.